Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have renal cell carcinoma, chronic kidney disease. The patient states medical intervention was required and has had a radical nephrectomy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer,breathing issues and a paralyzed voice box. The patient did receive medical intervention and reported to have had several surgeries. The patient reported using an ozone based disinfection device. After second attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer responded to the gfe related questions, by the time the kidney cancer was diagnosed it was 7cm, a little bigger than a chicken egg. Customer had the kidney and attached glands removed. With one kidney there is now the dx of ckd. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report.